Manufacturer narrative:
Concomitant medical products: product ID: 387445, lot# v845187, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39, lot# n309388, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-39, lot# n307890, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was then seen on (B)(6), 2013 where they had new symptoms in their right leg for the last 10 days. The symptoms were more in the right anterior thigh region. The symptoms were described as a tingling sensation that was not like the pain they had before. The sensation was similar to having the implantable neurostimulator (ins) turned up at a higher level. The patient was still getting good stimulation in the posterior aspect of their legs but did experience some numbness (in the back side of their right hip down to the knee cap) at times when they would lie down at night. The patient also had difficult charging with varying amounts of time needed to recharge every 8-9 days. Interrogation of the ins showed high impedances of >10,000 ohms on all combinations with electrodes #6 and 7 when run at an amplitude of 1.5 amps. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Further follow up information received from the healthcare professional (hcp) reported that reprogramming was accomplished avoiding the electrodes that were out of variance. The issue was reported as resolved. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient met with the manufacturer's representative in the clinic for analysis and troubleshooting. The issue was reported as resolved and, to date, the patient had not requested further assistance. If additional information is received, a follow-up report will be sent.